Event description:
The plaintiff's attorney alleged that the plaintiff experienced alkalosis and cardiovascular events on or about (B)(6) 2012 during the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.